Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issue. Additional information indicates that the lead exhibited failure to capture, high impedance and lead insulation failure. This lead was successfully replaced. No additional adverse patient effects were reported. The product is not expected to return for analysis.